Event description:
Meter displays an error1 message when inserting the test strip into the meter and also when pressing the "m" button. Customer service checked that battery compartment which was in good condition. Patient did not seek medical attention or call md. Customer service was unable to resolve the issue and sent patient a new meter.